Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to low blood glucose. The nurse took the insulin pump off and it suspended. The customer's blood glucose level was unknown. The caller did not know how long the customer will be hospitalized. No further information was given for the hospitalization.